Event description:
Caller reported difficulty pressing the pump's quick bolus/wake button, which frequently required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Customer technical support advised the caller on proper button pressing technique and decided to replace the pump, confirming warranty status. The caller was instructed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery, to put the pump into storage mode before returning it, and to remit the problematic pump to tandem via a pre-paid label within ten days.